Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 200 mg/dl. Customer had symptom of bad cramping from toes to chest. Customer was hospitalized due to dehydration. Customer was hospitalized for four days and was treated with IV fluids and other fluids. Customer was wearing insulin pump at the time of hospitalization. Customer requested and received education on calibrating insulin pump.